Event description:
While tightening cable, it frayed and broke. Replaced on tensioner with back-up from loaner. Second cable worked without problem. There was no adverse consequence for the pt or delay in surgery or anesthesia time.